Event description:
It was reported that a cartridge did not fit onto the pump. During troubleshooting with tandem technical support (cts), it appeared that the "pushrack may have been slightly engaged." Cts performed a pump reset with the customer and the customer was able to successfully load a cartridge on the pump. The customer's blood glucose level ranged from 288-289 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.